Manufacturer narrative:
On july 5, 2023, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: patient information was populated was updated under section a. Event date "(B)(6) 2023" has been added to field b3. Field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3505004bc" lot number "5813908"has been added to field d4. Field d4 for serial number has been updated to "(B)(6)". Field d4 for unique identifier( UDI) has been updated to "(B)(6)". Field d6a has been updated to (B)(6) 2008. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown gel implants and experienced breast implant rupture on her left side. As a result, the patient underwent bilateral explantation and replacement with catalog number smpb530; serial number (B)(6) on the left side, and with catalog number smpb530; serial number (B)(6) on the right side on (B)(6) 2023.

Manufacturer narrative:
On august 7, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was ruptured within an area of shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 31, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 10, 2023, mentor received additional information. Per clinician's review, the imaging report mentions the presence of a cyst in the right breast, but also mentions "bilateral breast cysts". Hence, cyst is only being reported on the right side. If additional information/clarification is received, supplemental report will be submitted at that time. This supplemental report is for the left side. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 7, 2023, mentor became aware that the date of event was january 16, 2023. Hence, field b3 has been updated on this form accordingly. Manufacturer¿s reference number: (B)(4).